Event description:
On the first insertion as the device was being removed, it appeared that the laminar coating had sheared off. Used another device successfully. No patient implications.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.